Event description:
It is reported that customer experienced high blood glucose. Customer stated that he went to hospital and was treated for ketones with antibiotics. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.